Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/1/2018 patient code: 3189 - surgical intervention  additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and prolene polypropylene mesh was implanted. It was reported that the patient underwent a revision surgery on an undisclosed date. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient underwent mesh removal surgery on (B)(4) 2014 due to extruded vaginal mesh. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.